Event description:
The pt was participating in an elective electrophysiology study. Ten minutes into the procedure the pt complained of numbness and paralysis of his right arm and shoulder, and decreased sensitivity in right side of the head and frontal bone.